Event description:
Report received of an underdelivery. The customer contact indicated that the event was possibly the result of an operator error in programming the device. In 2005 at 0440, the pump was programmed to deliver 220mg/ of vancomycin in 44ml at a rate of 22ml/hr. Approximately 30 minutes later, the nurse was called to the pt's room for an unspecified alarm condition. At this time, the nurse noted that the pump indicated "only 2.5mls had been delivered." The nurse then reprogrammed the pump to deliver the remaining dose. Specific programming parameters were not provided. After an unspecified length of time, the pump was removed from clinical service. There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional information was provided.